Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number: 4081473. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although your reported issue was confirmed, the photographs provided for this incident did not present sufficient evidence to identify a definite root cause. In lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. 1. The customer returned 1 photo, but did not return the defective samples. The photo shows burrs on the surface of the catheters. 2. DHR/bhr review lot#: 4081473. 1. The products of this batch were assembled at intima ii auto line 3 in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4) ea. 2. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3. Review the production records with no nonconformance, deviation or rework activities. 3. Take the retained samples of this batch and check the surface of the catheters. No burrs are found. 4. Possible cause: the burrs on the surface of the catheters may be the abnormal accumulation of silicone, come from the zone2 pallet. The zone2 pallets come into contact with the catheters, adhere to and accumulate silicone on the surface of the catheter during continuous use. Conclusion: the returned photo shows burrs on the surface of the catheters. The root cause of this defect cannot be determined as no abnormality is found in the production process and retained samples, and no defective samples are received for further testing. The plant will continue to track and trend for this issue.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm had foreign matter on november 18, 2024, the patient came to the hospital for painless gastroenterostomy due to gastroenteritis, and the nurse found that there were tiny burrs on the tip of the closed IV needle when the patient was performing IV retention, and three products of the same batch were unpacked in a row, all of which were found to have similar problems, and they were immediately discontinued, and the problematic product was retained, and the adverse events of the medical devices were reported to the equipment section, without causing any harm to the patient.